Event description:
It was reported by the clinician that when the physician was inserting the epidural needle, the wings slipped forward on the needle. The slippage of the wings led to a movement in the needle, that led to a wet tap situation. The procedure was then abandoned and they moved to a general anesthesia instead of regional.

Manufacturer narrative:
Sample will not be returned for evaluation.